Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer and manufacturer's representative regarding a patient who was implanted with a neurostimu lator for spinal cord stimulation. It was reported that the patient had been in pain since sunday. The caller stated they could not recall if they saw the lightning bolt icon on when they last charged on sunday but did not see it today. Caller reported they were seeing a warning por screen on the recharger (insr). Caller reported the patient has not had any obvious possible interactions with increased emi. Pss reviewed por and that therapy was currently turned off. Pss redirected to hcp. Additional information was received from the rep. It was reported that por was seen however the rep cleared the por, ran impedances and confirmed they were able to turn stimulation back on. Issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the por was not determined. The patient¿s weight at the time of the event was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.